Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation on the left side despite reprogramming attempts. The patient underwent a revision procedure wherein a lead was added and one lead was pulled down. The device remains implanted and no malfunction was suspected. The patient was doing well postoperatively.